Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of inability to advance the delivery system through sheath was confirme d based on provided image ry. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event since patient's vasculature was reported to be moderately tortuous/calcified. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The complaint of liner punctured was confirmed based on provided imagery. Available information suggests that procedural factors (high push force) and/or patient factors (calcification, tortuosity) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage (e.g. Liner puncture). High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). The complaint of difficulty removing sheath was confirmed empirically based on imagery review. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''as the physician went to remove the sheath and the delivery system as a unit as previously instructed, resistance was met pulling the sheath back out of the body. The physician stopped vascular surgery was consulted, and they performed a cut down to remove the delivery system, sheath and valve. The valve exited through the body of the expandable portion of the esheath.'' Imagery review confirmed presence of bent valve struts exposed through the compromised inner sheath lumen. The exposed struts could catch on patient's vasculature during user's attempts to retrieve the system and sheath as a single unit, resulting in the reported difficulty. As such, available information suggests that procedural factors (punctured liner/bent valve struts catching on vasculature) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2025 07012.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right transfemoral tavr. As reported, the 1st sapien 3 ultra resilia valve was inserted into the 16fr esheath+ and met greater than normal push forces going into the distal ao from the common iliac. It was decided to remove the valve and insert a new one. The 29mm commander delivery system was pulled back through the sheath trapping the first valve in the sheath the esheath and was subsequently removed. A new esheath was placed. The second 29mm sapien 3 ultra resilia valve and 29mm delivery system were flushed with propofol, prepped and crimped in the standard fashion and the physicians exchange for stiffer wire through the access site into the ventricle. Push forces were greater than expected again, and the physician was unable to advance the valve through the esheath. As the physician went to remove the sheath and the delivery system as a unit as previously instructed, resistance was met pulling the sheath back out of the body. The physician stopped vascular surgery was consulted, and they performed a cut down to remove the delivery system, sheath and valve. The valve exited through the body of the expandable portion of the esheath. A 22 french gore sheath was placed and a 3rd 29mm sapien 3 valve was deployed with a good result. The perceived root cause of the event, as reported, was calcium and vessel tortuosity.

Manufacturer narrative:
Supplemental report submitted to correct h10.